Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6 visual examination of the returned liner identified major gouges to the top flat surface. Inner diameter and outside tapered surfaces have multiple gouges and nicks. Outside rim lock surface has multiple areas with burr like positive material formed. No other damage was noted during visual evaluation. The elevation, cut outs, height, diameter and thickness were measured and all were within specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 010000666 g7 pps ltd acet shell 58g unknown. G2: foreign: china. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the g7 longevity liner could not be implanted in the acetabular cup in the initial hip replacement surgery. A new liner of the same model was used to complete the procedure without issue. The initial cup implant was able to be implanted into the patient.